Event description:
During an in-clinic follow-up, noise that led to oversensing and externalized conductors were observed on the right ventricular (rv) lead. The externalized damage was confirmed with an x-ray. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the lead was explanted and replaced to resolve the event. The patient was stable

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.